Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. At the time of this submission, the device has not been returned for analysis. Additional information: surgeon said product misfired during jejunosotomy. Staples didn¿t form. There was one donut for inspection. ¾ was cut with a tissue tag left behind. Case was completed by hand sewing. Device availability is at the account. Product being returned for analysis.

Event description:
Emergency call received by rn. Live case in progress. Rn and surgeon state that during an esophageal jejunostomy the device did not produce a secure staple line. Upon inspection of the tissue donuts, only one donut was formed and the staples "were barely formed". The surgeon described the process that she used and asked for additional instruction. Spoke to surgeon about instructions for use and verified that all steps were being followed. Surgeon had not decided if she planned on suturing the site or using a second device. The account is holding the device for evaluation. There is no additional information at this time as the case is still in progress.

Manufacturer narrative:
(B)(4). Batch # l5333w. The analysis results found that the cdh25a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.